Event description:
The dealer stated wheel locks were broken. The dealer stated the damage was not a manufactures defect, she stated the facility broke the wheel locks. No patient information was provided. No injuries were reported.